Manufacturer narrative:
The pod arrived fully deployed. Timeouts were observed in conjunction with an 0x14 alarm indicating pod is occluded. Inspection of the drive mechanism components found no damages or deficiencies that would result in an occlusion alarm. The exact cause of the 0x14 occlusion alarm could not be determined. The exposed portion of the soft cannula was observed to be torn (figure 2). The observed damage did not impact fluid flow through the fluid path. The cannula was measured to be within spec. A fluid leak test was conducted and no evidence of any leaks were observed. The cause and timing of the observed damaged cannula cannot be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided. The device was originally reported for an occlusion alarm.